Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported an 8mm posterior capsule tear during removal of the cortex in a cataract procedure. There was minor vitreous prolapse requiring an anterior vitrectomy procedure. A suture was required to close the primary incision due to the necessity of enlarging the incision to accommodate the 3-piece intraocular lens (iol). The iol was implanted in the sulcus. The event resolved without treatment.